Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with a pain pump regarding an unknown patient with a neurostimulator. The patient¿s healthcare professional (hcp) told the patient that one of their patients had an MRI and the heat from the MRI burned one of the wires and it was very painful. The patient did not have any further information regarding the event other than it was recent. No further complications were reported/are anticipated.